Event description:
Subsequent to the initial MDR, a correction was updated on 10/29/2025.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the same day sometime after insertion, the patient experienced an acute episode of lightheadedness, incoherence, combativeness, and an inability to open their eyes. At the time of the event, the patient¿s cgm displayed a reading of 111 mg/dl. Due to the symptoms, the patient¿s spouse contacted emergency services. Paramedics arrived approximately five minutes later. Upon arrival, a fingerstick blood glucose test was performed showing a glucose level of 26 mg/dl. The patient was treated on-site with intravenous fluids, a peanut butter and honey sandwich, and orange juice. No further medical intervention was reported, and the patient did not require transport to the hospital. The paramedics remained on scene for approximately 45 minutes before departing. There was no documentation of additional medical evaluation or follow-up care. At the time of this report, the patient is reported to be stable and feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: 4591 decreased level of consciousness / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.